Event description:
The user reported that during a neurological procedure the rotator on the hemostasis valve broke while hand injecting. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as no lot number was provided. Upon visual inspection the complaint was confirmed. The rotator had separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. The returned device was visually confirmed to have been built prior to implementation of the noted corrective actions.